Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found another complaint regarding the lot number 9429254.

Event description:
According to the available information the patient was found not catheterized at morning diaper change and the balloon was found ruptured. Patient was re-catheterized.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9429254 on the same defect. With additional information provided by the hospital, the balloon was overinflated by 60 cc despite the balloon has a capacity of 50cc. In addition, according to our IFU for silicone prostatic catheters sh4036: "duration of use: the device can be used up to 7 days ". However, the incriminated catheter was used for 13 days. Based on the information provided, we have classified the case as a misuse. Checking quality database revealed no anomaly in connection with the described defect.

Event description:
According to the available information the patient was found not catheterized at morning diaper change and the balloon was found ruptured. Patient was re-catheterized.